Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2021, the date the bsc was first made aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0510 captures the reportable event of retraction problem. Block h10: a visual examination of the returned capio slim device revealed that the handle was in good condition. The first riveting pin from the distal section was found partially detached and the carrier was observed stuck inside of the distal edge tip. A functional analysis was also performed and revealed that when the handle was actuated, the carrier deployed well but did not retract completely as it got stuck in the canal that was slightly open, and the dart did not anchor in the cage. Consequently, the reported complaints were confirmed. Based on the analysis of the returned device, the reported complaints could be due to procedure practices such as user technique, handling, or excessive force applied to place the carrier against the ligament. Additionally, the device had dry blood at the distal area which confirmed that it was used and manipulated. During the functional test, it was observed that the carrier did not deploy properly and the dart did not anchor in the catch. This failure could have been caused because of the distal section condition (canal slightly open where the carrier got stuck). Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a prolapse repair procedure. During the procedure, the carrier would not fully extend and the cage failed to catch the dart during deployment. Additionally, the "device did not unload properly" (carrier would not retract) and could cause incorrect placement.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, the date the bsc was first made aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a prolapse repair procedure. During the procedure, the carrier would not fully extend and the cage failed to catch the dart during deployment. Additionally, the "device did not unload properly" (carrier would not retract) and could cause incorrect placement.